Event description:
It was reported that the pump battery could not be charged and that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer¿s blood glucose level was 182 mg/dl. The customer will continue to use pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of battery not charging was verified, however, no failure was identified for alleged issue of loose usb port.